Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a light handle cover was discovered with perforated packaging on two lot numbers. The item was not in use and no injury/death was reported. The reports were filed in our complaint handling system as complaint (B)(4) (lot 133355) and (B)(4) (lot 124821).